Event description:
The pt reportedly experienced sound quality issues and intermittency between the external equipment and the cochlear implant. External equipment was exchanged. Programming changes were made. However, the reported problem was not resolved. Additional testing showed that the device was not functioning normally. Revision surgery has been scheduled.